Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation.visual inspection of the as returned product identified worn markings due to usage, however no damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured with a caliper (caliper ID: cal1831; due: sep 2, 2022) and verified to match DHR drawing.no pre-existing conditions were noted on the per. The reported devices was located on tooth 24 and was used for approximately 2 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19 information identified: 'contraindications' 'warnings' 'changes in performance' 'adverse effects' DHR review: DHR review was completed for the subject lot number (1243903). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op160) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (1243903) for similar event and no other complaint was identified. Review completed utilizing keywords: pain post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the patient came for examination following pain in the transplant area and the implant had to be removed. Edema reported as a consequence of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number k011028 and k013227.